Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unresponsive buttons. The customer¿s blood glucose level was 168 mg/dl. Customer reported that the button of the insulin pump was unresponsive and screen was still. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No frozen screen or button error alarm noted. Device time or clock moved. Device had unresponsive esc and act buttons due to unlocked j2 or lcd keypad connector.